Manufacturer narrative:
Manufacture reference number: (B)(4). Patient code: reoperation.

Event description:
According to the reporter, a surgeon performed a sleeve gastrectomy and the procedure went fine. The patient then began complaining about pain post-operation. The day after the procedure, the patient had another operation. The staple line had ruptured and there was tissue damage. A manual suture was done to complete the procedure.